Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that on multiple occasions the insulin gauge displayed an inaccurate reading after the customer loaded 480 units of insulin. Reportedly, the insulin gauge read 100 units. Customer's blood glucose level was 120 mg/dl. Customer indicated that they will continue to use the pump for insulin therapy.